Event description:
It was reported that a patient underwent a washout of an infected total hip replacement on an unknown date and suture was used. During the procedure, the needle broke and the fragment remains in the patient. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.